Event description:
The balloon burst at 16 atm.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: traces of dried blood residue were noted within the inner body. The balloon exhibited a 0.9 cm long, axially-directed tear, 1.2cm proximal to the distal tip. Microscopic examination: further eval using scanning electron microscopy (sem) revealed evidence of external surface abrasions intersecting and adjacent to the tear edges. Although the exact cause fro the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.